Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, interaction with previously deployed stent, and accessory device support. Further, stent dislodgement may be attributed, but not limited, to improper crimping during manufacturing, mishandling during manufacturing or at the account, improper technique during removal of the protective sheath, or interaction with anatomy or accessory devices. The patient anatomy was moderately calcified, which likely contributed to the reported failure to advance. Additionally, it is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. The dislodged stent remains floating in the patient's lower extremity. In this case, a conclusive cause for the reported stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The unk voyagers, unk abbott bms, and the unk graftmasters are being reported under separate medwatch report numbers.

Event description:
It was reported that during pre-dilatation in the calcified circumflex artery an unk voyager balloon ruptured at 8 atmospheres and a perforation occurred. Ventricular tachycardia occurred and the patient was intubated. An unk graftmaster could not be advanced to treat the lesion. During graftmaster removal the guide catheter came out of the left main ostium. The graftmaster stent dislodged from the delivery system, floating on the guide wire. All devices including the guide wire were removed; however, the dislodged stent came off of the guide wire in the profunda. Stent still remains loose in the profunda. An unk abbott bare metal stent (bms) was implanted but was unsuccessful in sealing the perforation, delaying the procedure. A second unk graftmaster was implanted but was unsuccessful in sealing the perforation. A third unk graftmaster was implanted but was unsuccessful in sealing the perforation. An unk 3x5 voyager balloon was inflated but was unsuccessful in sealing the perforation, delaying the procedure. A 4.0 nc merlin was inflated to 20 atmospheres and successfully sealed the lesion. Pericardiocentesis was performed with 500 cc fluid retrieved. The patient's condition improved and he was discharged on (B)(6) 2010. The dislodged graftmaster stent remains floating in the lower extremity. Though requested no additional information was provided.